Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was implanted on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the stricture was tight and the patient's anatomy had not been dilated prior to the procedure. During the procedure, the stent was deployed within the common bile duct; however, the guidewire and delivery catheter could not be removed from within the stent. Reportedly, they "became lodged within the stricture" to where the "upper" radiological marker is located on the delivery catheter. The physician attempted to retrieve the delivery catheter by using a basket; however, there was not enough space within the biopsy channel of the scope to fit another delivery system. Subsequently, the physician chose to remove the endoscope with both the guidewire and delivery catheter in an attempt to release them from the stricture. This manipulation was successful and the endoscope, guidewire and delivery catheter were removed from the patient. The stent remained in the correct position within the common bile duct. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle and outer sheath had been fully retracted and the stent had been fully deployed. The stent was not returned for analysis. The inner shaft had detached at approximately 257 mm proximal to the distal tip. It was noted that the inner shaft was kinked at several locations between the proximal and distal markerbands. The outer sheath was kinked at 212 mm proximal to its distal end. During a functional analysis, the shaft was dissected proximal to the guidewire access port and the inner shaft was withdrawn. It was noted that the break in the inner shaft had occurred at the skived area. The compressed area of the inner shaft was kinked at several locations along its length. In addition, the stainless steel shaft was kinked mid shaft. The distal handle had been fully retracted indicating that the outer sheath had not been moved distally so that it was flush with the tip for removal of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was implanted on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the stricture was tight and the patient's anatomy had not been dilated prior to the procedure. During the procedure, the stent was deployed within the common bile duct; however, the guidewire and delivery catheter could not be removed from within the stent. Reportedly, they "became lodged within the stricture" to where the "upper" radiological marker is located on the delivery catheter. The physician attempted to retrieve the delivery catheter by using a basket; however, there was not enough space within the biopsy channel of the scope to fit another delivery system. Subsequently, the physician chose to remove the endoscope with both the guidewire and delivery catheter in an attempt to release them from the stricture. This manipulation was successful and the endoscope, guidewire and delivery catheter were removed from the patient. The stent remained in the correct position within the common bile duct. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
Patient is over 18 years old. Reported issue of catheter difficult to remove/withdraw. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.